Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure for treatment of a de novo lesion in the heavily tortuous, calcified circumflex artery, a 2.25x15 rx xience v stent delivery system (sds) was advanced via femoral access but could not cross the lesion. The hypotube bent and then separated outside the anatomy. The sds was withdrawn from the anatomy. No other device crossed the lesion. The lesion was not treated. There was no adverse patient effect and no clinically significant delay due to the device issue. No additional information was provided.